Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to the mid 500s (mg/dl). Customer administered insulin injections to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Contact indicated that health care provider has already been contacted to discuss diabetes management.